Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the complaint was reported as a perforation caused by a non-bsc device. The product was not returned for evaluation; however, based on the event description it is probable that the cause of the event is the result of a non-bsc device. The hta console operated as designed by alarming due to a fluid loss and thus warning of the perforation that had been created by the physician sounding the uterus. Device discarded

Event description:
According to the complainant, prior to the hta procedure, the physician perforated the uterus with the uterine sound, approximately a couple of millimeters in diameter. The physician attempted to complete the procedure even though the perforation occurred. While flushing the cavity, there was 19cc's per minute fluid loss, during the heat up stage, approximately 20 seconds. The hta procedure was aborted and the physician continued the ablation with a thermachoice product. The patient did not require any form of intervention due to the small size of the perforation. The patient was reported to be " fine post procedure".